Event description:
Clinical Narrative:An Impella CP device was inserted via the right femoral artery in a 66 year-old male patient undergoing a protected percutaneous coronary intervention (PPCI). The Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage was not reported. The patient's medical history was notable for coronary artery disease (CAD).During the procedure, loss of both the aortic and left ventricular waveforms was reported. Shortly after, a yellow controller error was observed. Several minutes later, the waveforms returned and a placement signal not reliable alarm was displayed before subsequently resolving. This occurred 4 additional times throughout the procedure. It was reported the patient did require one low dose vasopressor during the procedure. The device was successfully weaned and explanted with no additional adverse events reported.No pump metrics or purge solution was reported.The relationship between the reported controller alarms and placement signal not reliable alarms, and the patient's requirement for a low dose vasopressor cannot be ruled out as a contributing factor.

Manufacturer narrative:
This is one of two related reports. This report represents the Impella CP and another report was submitted to represent the Automated Impella Controller. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.